Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The impact on the customer's blood glucose level was not determined as the customer declined to answer. The customer successfully managed the recurring issue by reloading or replacing the cartridge as needed, and was able to resume insulin therapy.